Manufacturer narrative:
The facilities biomedical representative cleaned the systems main module and reported significant dust accumulation, and replaced the battery. The representative indicated the battery was installed (B)(6) 2021 and estimated to 18 months old. It was also reported that it is the facilities common practices to leave ultrasound system in a constant "on" state which may have led to the system overheating. The representative recommended to the facility to keep the unit off and connected to ac power. Mindray continues to pursue good faith efforts to obtain information regarding the patient outcome as well as photographs of the battery. System logs have been obtained and are under evaluation.

Event description:
Customer reported the ultrasound system shutdown while installing a central line, the doctor lost visibility and the patient's artery was nicked. The patient outcome has not been provided by the device user. The system was running on battery power.

Event description:
Customer reported the on (B)(6) 2022, at 19:36 (7:36 pm) the ultrasound system shutdown while installing a central line, the doctor lost visibility and the patient's artery was nicked. The patient outcome has not been provided by the device user. The system was running on battery power.

Manufacturer narrative:
Customer provided noticed on (B)(6) 2022 and modified the date of occurrence (may 15, 2022 at 7:36), thus form 3500 fields b.3 and b. 5 are updated. The reported issue could not be confirmed based on system log review. Customer reported that after battery replacement no other issues were noted.